Event description:
Follow up information identified there was no visible signs of a csf leak such as clear drainage. The trial leads were pulled early. The patient has fully recovered.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: related manufacturer reference number: 3006705815-2020-01573. It was reported the patient experienced a headache following an scs lead trial implant. To address the issue, the physician asked the patient to return to the clinic for a lead pull and opted to perform a pro-active blood patch in case there was a csf leak.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.